Event description:
Pt reported obtaining a blood glucose result of 260 mg/dl, while using the suspect device. Pt indicated that no action was taken based on this result. Approc 2 hrs later, pt reportedly retested blood glucose, using a different device, and obtained and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.